Event description:
It was reported that at 1537 est a call report was placed from the critical intensive care unit manager/rn to the critical support specialist (css) to troubleshoot multiple he (helium) loss 2 alarms. The alarm was occurring about every 2-3 mins. The rn stated she had already decreased the volume to 38.5 cc, attempted pumping in 1:2 and 1:4, changed the he tank, checked tubing and connections, changed pumps (performed a manual calibration on fos) and the alarm was still present. There was no blood in the catheter tubing and also reported that the pump had a great fiberoptix (fos) arterial pressure (ap) waveform and good augmentation. The rn reported that the balloon pressure waveform appeared slightly slopped, but no obvious drop in baseline pressure. The rn wanted to know if there was anything else that could be attempted to troubleshoot (trying to determine surgical options). The css explained that a leak test could be performed. The css asked if the rn was currently with the pump and the rn stated that the patient (pt.) Was already on the way back to the cath lab for removal of the iab, but asked if the css could explain the leak test to her. The css discussed the leak test as well as all potentials issues with gas loss alarms. The css asked if she could call back with the pt status as well as the serial numbers from the catheter and pump. The css also asked that the rn obtain the catheter for retrieval and she understood and thanked me for the help. At 1913- the rn called the css back directly to give follow up info. The rn stated that a second catheter was inserted and soon after insertion they had he loss 2 alarms on the new catheter. The rn stated that severe tortuosity was noted via fluoroscopy with an "aortic kink" located well above the insertion site. This time the rn had completed the leak test and decreased the he to 30cc and was pumping in 1:2. There were no more alarms after these changes were made. The doctor feels this was the best scenario given the tortuous insertion. I reminded her that they should continue to monitor the tubing for blood and the rn understood. The rn thanked me very much for the assistance. The iab was inserted via femoral with no issues. There was no delay or interruption in therapy noted. There was no report of pt death or injury. The pt outcome is pt currently on pump with no complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.